Event description:
It was reported that a prone-dependent patient was placed on a rotoprone in a supine position. When an attempt was made to move the bed into the prone position, the bed began to move and then stopped with an "error" message on the screen. An attempt was made to reset the bed unsuccessfully. The patient began to decompensate while in the supine position. The pt's oxygen saturation dropped and the pt became hypotensive. A kci service center representative who was present in the patient's room was able to manually manipulated the rotoprone into the prone position. The patient stabilized after being returned to the prone position.

Manufacturer narrative:
The device was returned to kci and evaluated. The device was evaluated in the service center by engineering and found to have a sharp edge in the cable carrier that led to a torn ribbon cable. The cable provided communication between the patient surface and the user interface. This failure mode is consistent with the report that the bed would not rotate.